Event description:
"Literature article reviewed. Kannan a, lewis pl, dyer c, jiranek wa, mcmahon s. Do fixed or mobile bearing implants have better survivorship in medial unicompartmental knee arthroplasty? A study from the australian orthopaedic association national joint replacement registry. Clin orthop relat res. Published 16 mar 2021. Pmid: 33729206. The article's purpose was to ¿(1) how do the different designs of unicompartmental knees compare with survivorship as measured by cumulative percentage revision (CPR)? (2) is there a difference in the revision rate between designs as a function of patient sex or age? (3) do the reasons for revision differ, and what types of revision procedures are performed when these uka are revised?¿ patient data: the study population had a mean age of 65 years, and males comprised 55 of the cohort. There were similar sex proportions and age distributions. Depuy products: (348) preservation mobile, (104) pfc sigma, (2148) preservation fixed, (1074) sigma hp. All other implants in the study were competitor product. Cement manufacturer is not indicated. Adverse events ¿ all aes were treated with revision. Outcomes were not listed by product line ¿ therefore all aes will be captured with a quantity of 1. Pain, bearing dislocation, infection, lysis, fracture, instability, wear tibial insert, malalignment."

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.